Event description:
It was reported that the patient experienced hyperopia and underwent a removal and exchange of an intraocular lens (iol) due to unexpected post operative refraction. It was stated that there were no complications, and no incision enlargement was made. Patient was stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Manufacturing record review indicated there were no deviations regarding the sterilization process, and no deviations regarding the sterility test results. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed the optic had been cut in half which is consistent with a lens that has been removed from the eye; no optical deviations on the optic parts could be found. All pertinent information available to abbott medical optics has been submitted.